Event description:
It was reported that this implantable pacemaker was surgically explanted and replaced for an unspecified reason. This is all the information provided, and additional information has been requested. Outside of surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
Boston scientific has made three attempts to obtain additional information on the device explant and product return, however; no response was received. The device is not expected to be returned. If this device is returned, analysis will be performed, and this report will be updated.

Event description:
It was reported that this implantable pacemaker was surgically explanted and replaced for an unspecified reason. This is all the information provided, and additional information has been requested. Outside of surgical intervention, no adverse patient effects were reported.